Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation (codes added), investigation findings (code changed), investigation conclusions (code changed) and conclusions in this section have been updated. The event(s) reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. No relevant imagery was provided. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, delivery system balloon burst was unable to be confirmed as no procedural imagery or event device was returned. Available information suggests that patient factors (calcification) likely contributed to the event as per the initial report, the "balloon ruptured during valve deployment, likely due to circumferentially-calcified stj". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that the device was prepped with extra added to the nominal volume. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve, there was a balloon rupture during valve deployment with the commander delivery system. The implanting doctor requested to remove the commander delivery system and esheath+ as a unit. A new commander delivery system and esheath+ was used for post dilation and the valve was successfully implanted. The patient was stable throughout the procedure. Per follow up from field clinical specialist, the delivery system was prepped with 3 ml extra volume. Upon deflation, there was blood return on the syringe. There was no difficulty during valve alignment and it was done in a straight segmented portion of the descending aorta. There was no difficulty or resistance when getting the system back into the esheath and the patient remained stable the entire time. No harm was caused to the patient. The valve was fully inflated and deployed when the rupture happened. The physician wanted to be sure it was anchored and opted to post-dilate, which is when the second delivery system was opened and prepped.